Event description:
It was reported that, "upon pt. Complaint of hip pain taking x-rays, the cup appeared to be in rotated position. Cup was removed and replaced with zimmer cup. C-taper stem was left in and new c-taper head replaced."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (including x-rays and medical records) was requested. If additional information becomes available, the evaluation summary will be submitted in a supplemental report.